Manufacturer narrative:
(B)(4). Batch # n5622w. The ec60a device was received for analysis with no visual non-conformances and with an ecr60w cartridge reload loaded on the device. The cartridge reload was received with the staple retainer and pan damaged. The cartridge was received partially fired 1/4. With the damage in the cartridge, it is possible an attempt was made to fire the device without removing the staple retainer. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, the stapler jammed and would not fire after multiple attempts. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.